Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2008357) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of dizziness ('dizziness') in an adult female patient who had essure (batch no. 948838) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dizziness (seriousness criterion medically significant), facial paralysis ("paralysis of the left side of the face"), arthralgia ("sore joints"), fatigue ("severe fatigue"), arnold-chiari malformation ("occurrence of arnold syndrome"), occipital neuralgia ("trigeminal syndrome"), speech disorder ("difficulty speaking"), auditory disorder ("hearing problems"), memory impairment ("memory problems") and hernia ("cervical hernia") and was found to have weight increased ("weight gain"). At the time of the report, the dizziness, facial paralysis, arthralgia, fatigue, arnold-chiari malformation, occipital neuralgia, memory impairment, hernia and weight increased outcome was unknown. The reporter provided no causality assessment for arnold-chiari malformation, arthralgia, auditory disorder, dizziness, facial paralysis, fatigue, hernia, memory impairment, occipital neuralgia, speech disorder and weight increased with essure. The reporter commented: present state of the patient: permanent treatment with several drugs and electrodes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6) , reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of dizziness ('dizziness') in an adult female patient who had essure (batch no. 948838) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dizziness (seriousness criterion medically significant), facial paralysis ("paralysis of the left side of the face"), arthralgia ("sore joints"), fatigue ("severe fatigue"), arnold-chiari malformation ("occurrence of arnold syndrome"), occipital neuralgia ("trigeminal syndrome"), speech disorder ("difficulty speaking"), auditory disorder ("hearing problems"), memory impairment ("memory problems") and hernia ("cervical hernia") and was found to have weight increased ("weight gain"). At the time of the report, the dizziness, arthralgia, fatigue, arnold-chiari malformation, occipital neuralgia, hernia and weight increased outcome was unknown. The reporter provided no causality assessment for arnold-chiari malformation, arthralgia, auditory disorder, dizziness, facial paralysis, fatigue, hernia, memory impairment, occipital neuralgia, speech disorder and weight increased with essure. The reporter commented: present state of the patient: permanent treatment with several drugs and electrodes. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.